Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if further issues arose.